Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a navigation procedure at the user facility the device was inaccurate. The procedure was completed successfully without any significant delays, medical interventions, adverse consequences or impact to the patient.

Event description:
It was reported that during a navigation procedure at the user facility the device was inaccurate. The procedure was completed successfully without any significant delays, medical interventions, adverse consequences or impact to the patient.